Event description:
It has been reported to philips that the allura device will not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device would not turn on. No service has been provided and the quote has expired. No approval from the customer has been approved. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.